Manufacturer narrative:
This report is related to the following reports: 3004939290-2019-01402, 004939290-2019-01401. As reported, three 6f/7f mynxgrip vascular closure devices (vcd) with sealant that was already partially expanded inside of the device and would not deploy. There was no reported patient injury. The device was not being used to treat chronic total occlusion (cto). The mynx vascular closure device (vcd) was being used in a peripheral intervention procedure. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30 ¿ 45 degrees) of the vascular sheath introducer. The type of vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the common femoral. There was not the presence of pvd/calcium in the vicinity of the puncture site. Manual compression was used to achieve hemostasis. The patient was not hospitalized or extended as a result of the event. The patient has recovered. The user shuttled down completely. There was no a significant resistance when shuttling down. Unusual force was not applied with retracting the sheath. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedural sheath was on the catheter, fully retracted, and the sealant and advancer tube were observed to have remained in the manufactured position as received. It was noted that the sealant was soaked to blood, protruding out from the outer cartridge tubing side slit. The procedure sheath, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. In addition, a sterile device was also returned. The sterile device was visually inspected, and no anomalies were observed. The sealant was loosened from the non-sterile device, and the shuttle down procedure was simulated without any issue. The advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Shuttle down procedure was also performed on the sterile device, and the advancer tube was properly engaged to the proximal tamp lock. The returned sterile device also performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks of the non-sterile device were measured and noted to be within specification. The tamp locks of the non-sterile device were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1912601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, the event could not be confirmed for the two devices that were not received for analysis, and it was not confirmed for the sterile device. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported. However, it is possible that procedural/handling factors may have led to an incomplete engagement of the advancer tube during the procedure, which could be due to the premature swelling of the sealant with blood while still in the shuttle. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr reviews, nor the product analyses suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, three 6f/7f mynxgrip vascular closure devices (vcd) with sealant that was already partially expanded inside of the device and would not deploy. There was no reported patient injury. The device was not being used to treat chronic total occlusion (cto). The mynx vascular closure device (vcd) was being used in a peripheral intervention procedure. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30 ¿ 45 degrees) of the vascular sheath introducer. The type of vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the common femoral. There was not the presence of pvd/calcium in the vicinity of the puncture site. Manual compression was used to achieve hemostasis. The patient was not hospitalized or extended as a result of the event. The patient has recovered. The user shuttled down completely. There was no a significant resistance when shuttling down. Unusual force was not applied with retracting the sheath.